Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter and trying alternate charging equipment. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged to send a replacement pump, provided instructions for putting the current pump in storage mode, and advised the caller on steps to take upon receiving the replacement. The customer was instructed to return the problematic pump to tandem with a pre-paid label within 10 days and will use mdi as a backup therapy while awaiting the new pump.